Manufacturer narrative:
The investigation for the reported alarm issue has been completed. Console logs from the reported day of event were reviewed and found to be mostly consistent with the complaint and showed alarms related to de-airing (¿air in purge system¿ and ¿purge pressure low¿) occurred while a demo pump and purge cassette were utilized, but there were no ¿controller error¿ alarms recorded. Console was tested with a known-good purge cassette, but the issues were not reproduced, and the console operated within specification. The ultimate root cause of reported alarms could not be determined, but likely issues were use-related, and caused by a non-clinical use scenario. We could not exclude either defective demo purge cassette or defective demo pump - neither of which was returned for analysis.

Event description:
The biomedical engineer reported that during preparation of an automated impella controller, errors controller error and de-air occurred. This complaint was not related to a clinical procedure.